Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of interrogation difficulty, the unit was unable to interrogate non- wirelessly using either the returned radiofrequency (rf) programmer head or a known good one, though it was noted that the unit was able to interrogate wirelessly. It was further noted that the rf head connector on the link electronic module (lem) board was in good shape. The lem board was replaced and recalibrated. Analysis also found that the hard drive health was at 97% and that the antenna cables were damaged at the upper hinge. Both the hard drive and the antenna cables were replaced. F(B)(4).

Event description:
It was reported that the programmer would not interrogate devices. It was further reported that the port for connecting the radiofrequency programmer head was most likely cracked or broken. The programmer was returned for service. It was also requested that it receive a test and calibration procedure. No patient complications have been reported as a result of this event.